Event description:
Pt received 3rd degree burns on her foot (approx 1 x 2 centimer area) while being treated with an electrical stimulation unit for inflammation of foot tissue. Dr stated the pt now has poor circulation in the foot and may need add'l treatment.